Manufacturer narrative:
The reported issue was confirmed when the unit was inspected, the device generated the alarm only when connected to mains power. It was concluded that the dc/dc & standard connectors printed circuit (pc) board needed to be replaced to solve the issue. The ventilator logs and the replaced part was requested for technical investigation, unfortunately none was received. This fault will be detected during startup or during pre-use check if the fault is present. If it occurs during ventilation, the issue may lead to stop of ventilation. The cause of the reported issue cannot be established since no goods, or device logs have been returned for technical investigation. H3 other text: 4114.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for a technical error indicating a power error. The patient involvement is unknown. Manufacturer ref.#: (B)(4).